Event description:
The pt's gait was "not good" after riding a light rail train. The pt's implantable neurostimulator (ins) was turned off when he boarded the train. He sat over the wheels in the train and noticed a worsening in his gait when he got off. The pt noted that his gait was worse when his ins was turned on. He checked one of his ins' and it was turned off but he did not check the other ins. The gait issues lasted into the evening. The pt suspected that the train turned his ins on. The pt described his status as good. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. See also MFR's report #3004209178-2011-04945.

Manufacturer narrative:
(B)(4).